Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the battery pack, and then observed proper device operation through functional and performance testing. Physio further evaluated the removed battery and determined that one of the battery cells measured 0.8 volts, where the other 3 cells measured 2.7 volts. The cause of the reported failure was determined to be one of the 4 battery cells. A clinical review was also performed and it was determined that use error also contributed to the outcome of the pt. The end user failed to heed the "replace battery" voice prompt and display screen messages, which occurred each time the device was powered on. There is evidence that this message was occurring since at least (B)(6) 2011. The operating instructions do warn of a possible device shutdown when the "replace battery" state occurs.

Event description:
It was reported that on a cardiac arrest call, the device was connected to the pt and gave a "shock advised" message and once the defibrillation energy starting charging up, the device lost power. The device indicated a low battery message prior to powering itself off. The end user was able to power the device back on and then attempted another defibrillation shock. When the device analyzed the pt's ECG rhythm a second time, the device powered off again. CPR was continued throughout these repeated attempts to deliver defibrillation energy. A backup emt crew arrived and continued pt care and the pt then received one defibrillation shock. The emt's transferred the pt to the local hospital for continued care. The pt did not survive.